Event description:
The extra long straight saber attachment was sent for eval due to overheating during testing during a routine filed service maintenance visit. There was no pt involvement and no adverse consequences associated with the device.